Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels ranging from 400 mg/dl to the 500 mg/dl range. Pump supplies were changed, manual injections and a bolus via the pump were administered to address elevated bg. Reportedly, customer's healthcare provider adjusted pump settings and was reported to be the cause of the high bgs. Customer continued to use the pump for insulin therapy.